Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg number: 3004608878-2020-00080.

Event description:
2 of 2 reports. It was reported that on (B)(6) 2020, a patient fell out of the a1059 mayfield modified skull clamp. The a1047 mayfield adult reusable skull pin ¿turned out to be blunt¿. Additional information was received on 16jan2020 and 23jan2020 indicating that the patient was positioned prone (on the belly) for an unspecified surgery. After placement of the clamp was completed, by repositioning the patient¿s shoulder, the patient fell out of the clamp. The patient was caught by the surgeon. The patient had on one side of the head, a 15 cm over the skull and 0.5 cm deep head injury. The injury was sutured. The surgery was continued by gluing the wound of the patient(bald). The skull clamp was replaced, and the surgery was continued, and completed normally. There was a 20-minute increase in the surgery time. The skull pins were resterilized. Request for additional information has been sent.

Manufacturer narrative:
The returned skull pins were sharpened with no visible defects. There were no engravings or markings on the pins. The device history record (DHR) review could not be completed since no lot number was available. The returned skull pins are without engravings or labelling. The reported complaint was not confirmed. No defect could be found with the returned skull pins. No manufacturing, workmanship, or material deficiency has been identified. Device identifier # 10381780025757.